Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke with bedside nurse. They were trying to deliver therapy on a 103.5f patient using a arctic sun device they borrowed from bethlehem campus but were not getting flow. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0, circulation pump command (cpc) was 100%, pump hours 1851, system hours 1973. Stopped therapy and disconnected pads. Enabled manual mode. Fow rate (fr) was 0, inlet pressure (ip) was 0, circulation pump command (cpc) was 100%. Explained device needs to go to biomed for a repair. Per follow up information received via phone on 27apr2026, spoke with biomed who confirmed a faulty circulation pump would be repaired onsite. No repairs made at this time.